Event description:
It was reported that patient had a right hip surgery done in 2008. Late 2009 patient started to experiencing pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Deviced remains implanted.